Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a aesculap surgical instrument, per information received via mw 5094799. The device was noted as an unspecified "monopolar hook". Specifically, it was reported that a patient underwent surgical management for uterine fibroids secondary to dysfunctional uterine bleeding. During the planned total laparoscopic hysterectomy, the monopolar ring was noted to detach from its probe base. There was no patient harm. The reporter was anonymous. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results as of the date of this report the complaint productt as well product information was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: without any information as well unknwon article number a thourough device history records is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.